Manufacturer narrative:
Per software investigation, this issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
Site reported, the surgeon was concerned that there was no way to designate left/right or anterior/posterior from the arc or the ring in a framlink procedure using the treon system. Medtronic rep explained, the surgeon would have to create a parallel track and determine the position relative to the track. This event did not occur during surgery and no patient was present.